Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net for follow-up. Review of the transmission revealed noise on the right ventricular lead. All electrical measurements were stable and in range. Patient was brought into the clinic for further evaluation. No noise could be recreated in clinic in unipolar or bipolar configuration. There were no further noise issues. The patient was asymptomatic and would continue to be monitored.